Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the unit did not need any repair service. The event affected the iab disposable only. This report is being submitted as a result of a retrospective review conducted in CAPA 584165. Evaluation not requested by complainant.

Event description:
It was reported that during use on a patient, the helium tubing for the cs300 intra-aortic balloon pump (iabp) was observed to contain blood. It was later reported that the iabp unit did not generate an alarm. The customer's initial decision was to leave the intra-aortic balloon (iab) in the patient and continue therapy, but was advised otherwise by getinge emergency support. The nurse indicated she would contact the facility's nurse practitioner (np) to pursue the cause further. The getinge emergency support consultant later followed up with the customer and was notified that the iab had been removed and a new iab had been inserted, and the iabp unit had bee swapped out with another iabp unit. There was no harm or injury to the patient and no adverse event was reported.